Manufacturer narrative:
The last tsh and ft4 calibrations performed on (B)(6) 2019 were acceptable. Tsh and ft4 quality control data was within range. The sample centrifugation speed and time were no appropriate for the tube type. Upon review of the provided alarm trace, no relevant alarms were observed at the time of the event. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received questionable results for four patient samples tested with multiple assays on two cobas 8000 e 801 module analyzers and an unknown roche clinical chemistry analyzer between (B)(6) 2019 and (B)(6) 2019. Of the four samples, two had discrepant results. The first patient sample had discrepant results for elecsys tsh assay and the elecsys ft4 iii assay. The second patient sample had discrepant results for tsh, ft4, chol2 cholesterol gen.2, crpl3 c-reactive protein gen.3, iron2 iron gen.2, elecsys ferritin, and the elecsys folate iii assay. Incorrect tsh and ft4 results were reported outside of the laboratory for both samples. It was asked, but it is not known if incorrect results from any of the other affected tests were reported outside of the laboratory. The samples were initially processed on a cobas p 612 pre-analytics system prior to testing on the two e 801 analyzers and clinical chemistry analyzer. For both samples, it is unknown which of the two e 801 analyzers was used for tsh, ft4, ferritin, and folate testing. This medwatch will apply to the unknown roche clinical chemistry analyzer. Please refer to the medwatch with patient identifier (B)(6) for information related to the first e 801 analyzer and refer to the medwatch with patient identifier (B)(6) for information related to the second e 801 analyzer. The first sample initially resulted with a ft4 value of 1.05 pmol/l when tested on an e 801 analyzer, which repeated as 17.6 pmol/l. The first sample initially resulted with a tsh value of 0.025 miu/l when tested on an e 801 analyzer, which repeated as 1.03 miu/l. The second sample initially resulted with a ft4 value of 0.5 pmol/l when tested on an e 801 analyzer, which repeated as 11.5 pmol/l. The second sample initially resulted with a tsh value of 0.028 miu/l when tested on an e 801 analyzer, which repeated as 3.45 miu/l. The second sample initially resulted with a ferritin value of 0.626 ug/l when tested on an e 801 analyzer, which repeated as 30.4 ug/l. The second sample initially resulted with a folate value of 1.47 nmol/l when tested on an e 801 analyzer, which repeated as 12 nmol/l. The second sample initially resulted with a cholesterol value of 0.13 mmol/l when tested on the clinical chemistry analyzer, which repeated as 5.99 mmol/l. The second sample initially resulted with a crp value of 0.02 mg/l when tested on the clinical chemistry analyzer, which repeated as 2.16 mmol/l. The second sample initially resulted with an iron value of 1.9 umol/l when tested on the clinical chemistry analyzer, which repeated as 14.3 umol/l. The tsh reagent lot number was 41623300, with an expiration date of 31-oct-2020. The ft4 reagent lot number was 413768, with an expiration date of 30-jun-2020. The lot numbers and expiration dates for the folate, ferritin, cholesterol, crp, and iron assays were requested, but not provided.